Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon experienced a split gasket on (1) 512b trocar early in the case. There was no consequence to the pt.